Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported being in the emergency room due to pneumonia and having fallen at home. The customer's blood glucose was 389mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, basal rates, and bolus wizard were correct. Reviewed the alarm history and found low reservoirs and an error alarm. Assisted the caller to run a manual prime test and the insulin did exit. Advised the caller that the device is functioning as designed. No further information was provided.